Event description:
Consumer's wife is calling on behalf of the customer with a complaint of blood result reading of "lo." No medical intervention needed. Customer is feeling fine. Customer's wife states her husband performed a blood test and results were lo. No expected specific range, because he ranges different levels each time he test. Customer's wife was not able to review meters memory. Verified the strips are within the expiration date (03/31/2017). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user has a low glucose value.